Event description:
It was reported that the patient experienced vaginal infection and was no longer using the purewick urine collection system. It was also stated that the user was not sure whether the purewick contributed to the infection. Per follow up via phone on 10nov2021, it was reported that the patient had a lot of health issues in addition to being irritated from the purewick female external catheter. It was stated that the patient had bowel issues, urinary tract infection and digestive disorders. It was unknown what medical intervention was provided for urinary tract infection. Per follow up via phone on 25mar2022, customer stated they were no longer using the purewick and no medical intervention reported for the urinary tract infection.

Manufacturer narrative:
The reported event was confirmed - use related. The root cause for this failure could be "patient has fecal incontinence". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site". "Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or if soiled with feces or blood". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced vaginal infection and was no longer using the purewick urine collection system. It was also stated that the user was not sure whether the purewick contributed to the infection. Per follow up via phone on (B)(6) 2021, it was reported that the patient had a lot of health issues in addition to being irritated from the purewick female external catheter. It was stated that the patient had bowel issues, urinary tract infection and digestive disorders. It was unknown what medical intervention was provided for urinary tract infection.